Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 7.7 mmol/l versus 6.0 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.